Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1,h6, and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 06-nov-2022 to 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had failed tower doors. A field service technician replaced tower board, tower latches, and cable harnesses to resolve the issue. The system was functional as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the tower door failed.the customer stated that there was a delay in getting the medication (colecalciserol).there was no report of impact on the patient or user.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door failed due to component board and cable failer. Field service engineer replaced affected components and resolved issue. The system functioned as intended.

Event description:
It was reported when using the bd pyxis medstation system the tower door failed. The customer stated that there was a delay in getting the medication (colecalciserol). There was no report of impact on the patient or user.